Event description:
No lumen/hole at end of catheter. Inserted into bladder; therefore, could not be irrigated and could not drain urine. This problem was found when catheter was changed due to no urine output and could not be sure it was irrigated well.